Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. Moisture damage found on the electronic assembly and motor. Unable to perform the functional test, including the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. Insulin pump had cracked reservoir tube lip, cracked case at display window corners, cracked reservoir tube, minor scratched and cracked display window.

Event description:
Customer reported via phone call that the device was dropped into the lake. Customer's blood glucose was unknown. Customer mentioned the device was not usable. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.